Event description:
A surgeon reports performing a intraocular lens (iol) exchange two weeks following initial iol implant surgery. The reason given for the lens exchange was poor quality of vision at distance and near. The 13.00 diopter complaint lens was replaced with a 15.00 diopter lens. The patient had an excellent outcome following the exchange.